Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (two). The lead was reprogrammed to reduce twos as the physician decided to change to a competitor implantable cardioverter defibrillator (ICD) at time of elective replacement indicator (eri) of patient¿s current ICD device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7278, ICD, implanted: (B)(6) 2007. (B)(4).